Manufacturer narrative:
(B)(4). The returned device was visually inspected and it was found reddish material inside the pebax however, no visible damage was observed. For the condition observed a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of damage cannot be determined.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter where blood got inside the catheter, near the helix spring. During the procedure, the blood was noticed, and the catheter was exchanged for a new one. No external damage was noted. The case was completed without patient consequence. If the catheter integrity is maintained, then the chance that foreign material inside the catheter could travel into the bloodstream is low, and the chance that it could contribute to an adverse event is remove. This was initially not an MDR reportable event. However, on 5/11/2017, the biosense webster failure analysis lab performed scanning electron microscope analysis on the catheter, and found that there was evidence of a small hole on the surface of the pebax. If the patient is exposed to the internal catheter components, there is a critical risk of thrombus formation. As a result, this event is MDR reportable. The awareness date has been reset to 5/11/2017, the date the reportable finding was discovered.